Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the "junction of the dialyser and dialysis pipe" of a polyflux 140h during hemodialysis therapy. The volume of blood loss was unknown. The blood was returned to the patient and the device was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.